Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of the coil in her body/rtion of the coil floating'), fallopian tube perforation ('migration/perforation') and embedded device ('the coil is not floating around in your abdomen, it is scarred into your uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, cholecystectomy, pelvic adhesions and anxiety. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("the coil is not floating around in your abdomen, it is scarred into your uterus") and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy/hysterscopic removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, embedded device, device expulsion and pelvic pain outcome was unknown. The reporter considered device breakage, device expulsion, embedded device, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: she is really uncomfortable with a portion of the coil floating around in her body. There were 3 coils on both sides noted within the uterus. Essure removal date provided in pfs: (B)(6) 2019; (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: there is no opacification of the fallopian tubes or spillage of contrast into the intraperitoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of the coil in her body/rtion of the coil floating'), fallopian tube perforation ('migration/perforation') and embedded device ('the coil is not floating around in your abdomen, it is scarred into your uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, cholecystectomy, pelvic adhesions and anxiety. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("the coil is not floating around in your abdomen, it is scarred into your uterus") and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy/hysteroscopic removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, embedded device, device expulsion and pelvic pain outcome was unknown. The reporter considered device breakage, device expulsion, embedded device, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: she is really uncomfortable with a portion of the coil floating around in her body. There were 3 coils on both sides noted within the uterus. Essure removal date provided in pfs : (B)(6) 2019; (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: there is no opacification of the fallopian tubes or spillage of contrast into the intraperitoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.